Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing the device emit a humming tone when he bent over. The patient reported that his wife also heard the humming noise.